Event description:
Hamilton medical ag received the following event description: keypad and rotation knob not working failure was found prior to use.

Manufacturer narrative:
Display keypad and rotation knob were not working properly. Keypad and knob were replaced on site and they work as intended.